Event description:
It was reported that the patient experienced underdose symptoms. The location of this issue was noted as in the device pocket. However, the cause of the issue was not known. A break in the ¿distal¿ segment of the catheter was reported and that the existing pump segment and connector were replaced. Troubleshooting was performed but no further details were provided. The issue was reported as resolved. This device system delivered lioresal. Additional information was requested. It was further reported that only the pump segment of the catheter was replaced. The removed catheter was not available for return. The patient was doing well and seemed to be receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11283r39, implanted: (B)(6) 2003, product type catheter. (B)(4).